Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right posterior tibial artery. The lesion was prepared using a diamondback atherectomy device and balloon dilatation. The 3.0x28mm esprit btk system was advanced and placed at the target lesion. The balloon was inflated to 10 atmospheres (atm) and held for 30 seconds. The scaffold was then post dilatated with a 3.0x15 non-complaint balloon catheter. Angiogram revealed the distal end of the scaffold was still crimped. An attempt was made to advance a balloon catheter through the scaffold however it would not cross. Pedal access was gained and balloon catheter was successful in crossing the scaffold and inflated to expand the distal end. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.